Manufacturer narrative:
Concomitant medical products: product ID: a610, serial#: unknown, product type: software. Product ID: 37642, serial#: unknown, product type: programmer, patient. Product ID 37751, serial#: unknown, product type: recharger. Product ID: wr9200, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a possible overdischarge. The patient was having trouble charging. They tried interrogating the ins with the tablet and the programmer. No symptoms were reported. Additional information was received stating they are unable to connect to the ins using the tablet, recharger, patient programmer (pp), or wireless recharger. They said the ins could be pulled from the suspected overdischarge with either the wireless recharger or the recharger to do a physician recharge mode (prm). They tried to do a prm but the lights weren't showing as expected. The wireless recharger power light was slowly pulsing amber, sometimes faster and sometimes slower. It was reviewed that multiple prm may be needed when using the wireless recharger. It was confirmed that the ins was in an overdischarged state. The patient was charging too infrequently. They were having inadequate telemetry, averaging 0-2 bars of connection. The device was reset using the wireless recharger. There was suspicion that the ins was flipped since the grandson plays with that site. An x-ray was ordered.

Event description:
Additional information was received from a manufacturer representative (rep) stating the patient reports normal operation and the problem seems resolved. They are charging every other day for 1-2 hours.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the x-ray did not confirm the implantable neurostimulator (ins) was flipped. In fact, it appeared normal. The cause of the telemetry issues was not determined. It is unknown what steps were taken to resolve the telemetry issue and unknown if the issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unknown if an x-ray confirmed the implant was flipped or what the cause of the telemetry issues were as the rep was waiting on follow-up from the neurologist. It was unknown if the telemetry issues were resolved as the rep was waiting on x-ray results.